Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with juvéderm voluma® xc. Allegedly, the injecting facility did not know what they were doing. About a month later, the patient presented significant swelling. The swelling ¿went down all underneath [the patient¿s eye;] it was just horrible¿. The patient developed ¿a hard nodule (size of 5 cm x 2)¿ on the right cheek. The patient added, ¿now it looks like a big dent in my face.¿ the patient had 2 rounds of vitrase® (100 units injected directly into the nodule). The 1st time the swelling went down significantly, but 2 days later the ¿the nodule erupted like 10 cc of purulent drainage¿. The patient ¿had the pus cultured, but nothing¿. It went down after that but was still firm. The 2nd time, ¿it didn¿t do anything¿. The patient has had ¿3 rounds of different antibiotics¿. It keeps getting better and ¿smaller/goes down, but then worse again and [the patient is] still left with this hard nodule [on the] face.¿ the injecting facility and ent had the patient on ¿2 different courses of a 40 mg steroid taper¿. The patient had to take 2 weeks off from work. The patient feels ¿so alone¿. Allegedly, the injecting facility said that the patient ¿had a pre-existing cyst¿ on the face and was referred to the patient¿s pcp. The patient¿s pcp referred the patient to an ent. ¿no one knows what to do to make it go away.¿ the patient additionally reported to have been to the ER 3 times. The patient said there is ¿deformity¿. The patient was advised to see a surgeon. The event has not resolved.